Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The customer called and stated that they were performing a tpe procedure and noticed that while they had used approximately 4l of replacement fluid there is only about 1 l (visual) in the plasma bag. They have done procedures for this pt before. About 35 mins into the tpe procedure, the pt begin to complain of some pain and discomfort, some "back pressure", some numbness and tingling in the lips. The staff though it might be due to a citrate reaction and decrease the inlet flow rate, increased his calcium infusion, and changed the ratio from 15 to 20 to try to alleviate the symptoms. The pt told tristan that he has had some fevers and chills the previous evening. Tristan then thought it might that the pt may have had an infection around his port and as a result might becoming septic. They had drawn labs prior to beginning procedure and got results back during the procedure.

Manufacturer narrative:
(B)(4). Operators noticed a volume discrepancy in the collected waste bag, as an insufficient volume of waste had been collected compared to what was expected. The customer stated that there was a kink below the ccm. The disposable set was returned for eval. During the kit investigation a close examination of the segment of tubing between the ccm and 3-lumen connector showed no evidence of kinking. This indicates that the product was not mis-packaged prior to sterilization due to the absence of a well-defined kink. The plasma line kinking must have been induced by the specific loading of the disposable. Upon DHR investigation for this lot number no evidence of mfg errors related to this failure mode were found.